Manufacturer narrative:
Submit date: 2017-08-17. An evaluation of the kangaroo pump was performed for the reported condition of under delivering. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Also, the address in section e was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit under delivers; the patient uses a 1500ml bag and sets the pump to deliver 400ml/hour four times a day. At the end of the day, there is 200ml still in the bag.

Manufacturer narrative:
Submit date: 23-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the unit under delivers; the patient uses a 1500ml bag and sets the pump to deliver 400ml/hour four times a day. At the end of the day, there is 200ml still in the bag.